Event description:
Dealer states 4 way valve has foreign substance. Per independent repair center statement there is alarming or red light. The 4 way has foreign substance: poppet has foreign substance and smart pack is missing. The key failure is not shifting.